Manufacturer narrative:
Exact date of event is unknown. The valves were not returned to edwards lifesciences as they remain implanted in the patients. Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the bradycardia for each of the cases is unknown, however, may be due to patient factors (not provided) or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: hell, michaela m., et al. "Prediction of fluoroscopic angulations for transcatheter aortic valve implantation by CT angiography: influence on procedural parameters." European heart journal-cardiovascular imaging 18.8 (2016): 906-914.

Event description:
As reported by the edwards affiliate in (B)(6), a journal article titled, "prediction of fluoroscopic angulations for transcatheter aortic valve implantation by CT angiography: influence on procedural parameters" reported that seven patients developed bradycardic events with implantation of a permanent pacemaker.

Manufacturer narrative:
Ref. Related mfgr report number: 2015691-2018-02615.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.